Event description:
Gray button broke at the seam on the handle.manufacturer response for surgical instrument, grasper, endopath:took information and we will return product. Once we receive a letter stating they took the product.